Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the clinical engineer reported that the heater cooler did not function as expected. The device works in the heating and cooling mode. Since the event occurred during routine testing, there was no patient involvement during this event.